Event description:
A hemodialysis inpatient user facility reported that during treatment, a blood leak occurred. The leak was visually observed in the dialysate. Test strips were used to confirm and the machine alarmed. Estimated blood loos was 275cc. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. Sample is not available for the manufacturer evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. The reported complaint is not confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. No further analysis/investigation required.